Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a mid-urethral sling procedure performed on (B) (6) 2010. (B) (6). According to the complainant, after the procedure, the patient presented with urinary retention. The physician performed a urethral dilation and loosened the tape on (B) (6) 2010. The retention has resolved and the patient's current condition was reported to be "fine".